Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the ipg triggered a low generator warning earlier than intended. The patient still has therapy and surgical intervention may be pending to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information was received that the patient's ipg was explanted and replaced. Follow up indicated patient was doing well post operatively.